Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An echocardiogram revealed and elevated gradient and fusion of two cusps of the valve. The initial treatment decision was indeterminant. Subsequent information received indicated the patient had expired and date and cause of death were unknown.